Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One (1) device was received for evaluation; one (1) event was confirmed during testing. One (1) device was found to be affected by a dirty pins and a worn latch. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device ran on its own. One (1) reported event had no information available from the facility regarding patient involvement or patient impact.